Event description:
The following has been reported: biomed reported: "no patient harm. Issue with an IV pump. Staff states that the pump "beeps air in cassette." They have tried changed out tubing several times. A preliminary review identified the following issue: air in line alarms (unresolved) an active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.